Event description:
Event description boston scientific received information that this implantable transvenous defibrillation lead was surgically abandoned when it exhibited noise on the rate/sense channel that caused inhibition of pacing. There were no adverse patient effects reported.